Event description:
The customer reported leaking from a maxplus valve during a chemo infusion. The nurse found the bed wet and upon checking, determined the max plus was leaking. The valve was not saved. There was no report of pt harm or medical intervention. The customer states that no further pt/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of leaking from maxplus valve could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.